Event description:
One touch basic enhanced meter was prompting clean test area. A medical professional was contacted for advice. No treatment reported. The pt ate food and/or drank beverage following use of the meter. The customer care rep performed troubleshooting and the issue was not resolved. Based on the info obtained from the pt there is indication the product malfunctioned. The meter was replaced and return expected.